Manufacturer narrative:
The field service engineer changed the sample probe and increased the extra washes and wash volume. After service, the customer ran five samples with no issues. The investigation is ongoing.

Event description:
There was an allegation of questionable high ggt-2 gamma-glutamyltransferase ver.2 results from the cobas c111 analyzer. Sample 1 initial result was 138.4 ku/l and the repeat result was 9.1 ku/l. From a cobas c501 analyzer, the result was 11 ku/l. On (B)(6) 2022, sample 2 initial result was 87.5 ku/l and the repeat result was 26.5 ku/l. From a cobas c501 analyzer, the result was 23 ku/l. The questionable results were not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.